Event description:
Information received indicates the head section is drifting.

Manufacturer narrative:
The technician found the CPR/emergency trend valve was defective. The technician replaced the valve to repair the bed.